Manufacturer narrative:
(B)(4): the primary finding was battery resistance high. The battery resistance waveform test showed a high resistance of 1081 ohms. The battery logs of the bct file showed .62 volt drop during the battery resistance command test.

Event description:
It was reported that a system was replaced on (B)(6) 2010 for normal depletion. The reporter vaguely recalled that baclofen was used in the system, and thought that it was likely a prophylactic replacement in anticipation of battery eos. No events were reported as leading up to the replacement or since the replacement. Surgery was routine and recovery was without sequelae. On (B)(6) 2011 product was returned "for disposal only".